Event description:
Procedure performed: lap/open low anterior resection. Event description: in the case, the blade in the trocar comes out during the trocar insertion to the patient, or the head part comes out at the instrument entrance. In the report prepared by the hospital, [surgeon]'s case of lap/open low anterior resection, the top plastic part of the product that was opened could not be used because it did not fit and came off. Additional information provided by applied medical representative via email 20oct21: the product was in the hospital and the hospital sent it to the distributor late without informing them. During the operation, the doctor said that the head part of the trocar was moving when the instrument was inserted into the trocar and it was dislodged. The doctor continued the operation and a new product was opened. The doctor completed the surgery with the new product. The hospital did not want a replacement. Intervention: change of device. Patient status: patient is safe post surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed that the seal could be removed without pressing a cannula wing tab. The distance between the wing tabs was measured and found to be undersized. The bladed obturator functioned as intended and there were no visible non-conformances. Based on the condition of the returned unit and event description, it is likely that the seal detached from the cannula due to the undersized wing tab distance. However, the exact root cause of the undersized wing tab distance is unknown. This event was initially reported based on the initial description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Update to section g2: added company representative as a report source.

Event description:
Procedure performed: lap/open low anterior resection. Event description: in the case, the blade in the trocar comes out during the trocar insertion to the patient, or the head part comes out at the instrument entrance. In the report prepared by the hospital, [surgeon]'s case of lap/open low anterior resection, the top plastic part of the product that was opened could not be used because it did not fit and came off. Patient status: patient is safe post surgery.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.